Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that at first the patient said that their MRI is not related to their device/therapy, but then said the MRI is for his lower back and upper neck, and then said he has pain in these locations. The patient said the device "hasn't been doing much for me, I have it as high as it could go, so it makes it more numb than it relieves pain". The patient said his pain is in his lower back and upper neck. They said it was initially working after the implant "for the first year then all of the sudden I didn't feel it anymore and I still had the pain, and the device was as high as it could go and if I go any higher I would feel it jolting through my body" and said this was this year sometime. The patient reported that he last felt stimulation and charged "over a month ago", and said he hasn't tried to connect with his equipment yet and is just assuming he won't be able to. During the call, the patient was instructed to get out his recharger and it showed the recharger battery is depleted, so he plugged in the recharger, and it is now charging his implant. The patient was advised to charge to 25%, then call us back to review how to put into MRI mode. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#(B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their programmer battery was now full and the reported that their ins was three quarters of the way charged. The patient wanted assistance on how to get their ins into MRI mode. Patient services walked them through getting into MRI mode. No further complications were reported/anticipated.